Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high/low alarm issue was reported with the adc device. A caller reported that the sensor failed to sound when their glucose was low. As a result, the customer experienced symptoms described as ¿reckless¿ and a seizure. The customer further reported being unable to self-treat, however, there was no third-party medical treatment reported. There was no report of death or permanent injury associated with this event.